Event description:
A patient with large right mca (middle cerebral artery) occlusion who underwent a successful thrombectomy. At the beginning of the procedure, the wire used for accessing the femoral artery broke and was retained within the femoral artery. The procedure proceeded uneventfully. At the end of the thrombectomy, the family was notified, and vascular surgery was called to retrieve the retained wire. The patient was taken to the or. The patient was given 2500u heparin as part of the procedure. Postop, the patient had a neurological deterioration. A head CT showed a large infarct and cerebral edema and hemorrhage in the basal ganglia.